Manufacturer narrative:
The investigation determined that non-reproducible falsely elevated trop I es results were obtained from multiple patient samples processed on the vitros 3600 immunodiagnostic system. The investigation could not determine a definitive cause. The possibility that an analyzer related event, or poor analyzer maintenance contributed to the biased results could not be ruled out. Additionally, the investigation could not determine whether the samples in question were processed in accordance with the tube manufacturer's recommendations. The root cause of this event is unknown.

Event description:
The customer obtained non-reproducible higher than expected vitros trop I es results from two different patient samples when processed on the vitros 3600 immunodiagnostic system. A biased result of the direction and magnitude observed may lead to inappropriate physician action. The non-repeatable higher than expected vitros tropi es result for one patient (patient was reported from the laboratory, and a corrected result was issued. It was confirmed that no treatment was initiated or altered based on the reported result, and there was no report of harm to the patient. It is unknown if the non-repeatable higher than expected vitros tropi es result for the second patient (patient 2) was reported from the laboratory as this information was not provide. There was no allegation of patient harm. This report corresponds to ortho clinical diagnostics inc. (B)(4)